Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, it is indicated the patient underwent a right primary total knee arthroplasty with implantation of depuy products. Primary operative notes not available at the time of review. On (B)(6) 2020, the patient underwent a right knee revision with exchange and upsizing of the tibial insert to address loosening (instability) and subluxation. The tibial tray, femoral component, and patella component were retained. Event captured on (B)(4). On (B)(6) 2021, the patient presented for a right knee evaluation due to stiffness, soreness, and effusion. Based off x-ray results, the surgeon noted osteolysis and probable septic loosening of the tibial tray. The surgeon aspirated 20 cc of serosanguinous fluid from knee, no results given within the available medical records. The surgeon indicated he recommended a revision to address loosening. There is no evidence of revision or invasive treatment following the first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.